Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the problem was due to user error and device will not be returning to zoll. No further details were provided.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while a clinician was attempting to defibrillate a (B)(6) year-old male patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.